Event description:
It was reported that during laparoscopic cholecystectomy procedure, the device bent during initial pressure. Another like device was used to complete the procedure. There was no pt consequence.